Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sn/lot# :(B)(4) not infusing; not getting the correct medication; event date:(B)(6) 2016. Human harm: no. Delay in therapy: no".